Event description:
Had a good merge with 0 shifts. When landing end effector on trajectory the instruments on the screen were not matching what the we were seeing live on the patient. Reimaged the patient and still had no shift. Nav still looked off at the top of the construct but dead on lower screws. Still missed our l5 right screw. Sending logs.

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The user did not submit case logs for investigation. The user reported instruments on the screen were not matching what they were seeing live on the patient, and they misplace their screw. Preoperative merges that contain shifts can cause navigational integrity issues and can lead to the misplacement of screws. The user must verify the merge before proceeding with navigation. Additionally, the user acknowledges that they will perform an anatomical landmark check to ensure navigational integrity before proceeding. The cause of the reported issue can be traced to user technique.